Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02740. It was reported the patient have a chronic health condition that requires a MRI every 2 years. As a result, the patient is awaiting scs system explant to allow for mris.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-02740. Follow-up information provided the patient underwent scs system explant (exact date unknown).